Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 276 mg/dl. The customer's expected fasting blood glucose test result range is 140 to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017 a back to back blood test was performed by the customer fasting and produced test results of 146 and 125 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 11/27/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer is concerned with high results. Result of concern is 276 mg/dl fasting. Customer did not set date and time on meter. Customer states that he continues to get high results 20 minutes after injecting insulin medication.